Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Surgical photograph was returned for ees review. Ees field quality engineer provided the following summary: "the pictures show a staple line that appears to be staple both proximal and distal and open in the middle. I cannot tell from the photograph if the proximal and distal staple lines are from the same firing or not. There do not appear to be evidence of any staple in the open area of the staple line. When a staple line appears to be open in the mid line this usually is an indicator of deck deflection. Deck deflection is caused by firing on something hard or on tissue that is very dense and/or to thick for the staple cartridge selected. Typically in these cases there would be evidence of staples in the open section of staple line, which is not the case here. Based on no staples present it my opinion that some hard was caught between the jaws and when compressed during closing. Collapsed the cartridge deck surface down in the staple driver sled path. When this type of damage occurs the sleds cannot advance hence not any staples can be deployed. Based on what I could observe in the photograph, the event description and the device analysis findings. It is my opinion that the device was closed over a hard object. This caused deck damage which in turn prevented the advancement of the staple driver sleds and deployment of staples. Note: whenever the device appears harder than normal to close, stop and check what might be causing this issue. Do not just continue on and attempt to use excessive force to complete the firing cycle."

Event description:
It was reported that during a gastrectomy procedure, the device would not staple but cut. The surgeon used a first gold cartridge, he felt the stapler was difficult to close, he heard a noise, he forced to close it, and it stapled and cut well. He put a second gold cartridge from the same lot number in the stapler, and when he fired it, the stapler cut but did not staple. The surgeon used another like device to perform the procedure, which ended without further issue. The customer is sending back the stapler and four cartridges: two that were used and two that remained in the box. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged cartridge, premature sled movement. One device was returned in good visual condition and with a cartridge loaded on the device. The reload was received fully fired. Upon further inspection, it was noted that the cartridge deck and one piece sled were damaged. This damaged is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. In addition, four cartridges reloads were received. The cartridge reload b was unfired. The cartridge reload c was partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The cartridges reload d and e was fully fired. The device was tested for functionality with the returned cartridges b and c. It achieved a complete 3-strokes fire without any difficulties noted. The device opened and closed as intended. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). During additional inspection of the cartridge, damage was also found on the internal bottom surfaces of the cartridge possibly being the root cause of the reported event and not due to the device being clamp on a hard object.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.